Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a camera head failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the camera head cable was broken. There was no report of patient harm associated with this event. The device was returned to olympus and during inspection there was no image. This report is being submitted for the image issue found at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation the customer's allegation was confirmed. As noted in the event, there was no image due to the camera head unit was defective. Additionally, corrosion was found on the tracks of the head unit and charge coupler device (ccd); due to a cut on the cover unit, there was leakage during the water tightness test; and minor scratches were on the serial number plate. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.